Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they replaced the battery, but the insulin pump continued to alarm for five minutes then the alarm disappeared. The customer's blood glucose was 70 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will not be returned for analysis at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Unit was received with button error alarm and had unresponsive all buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify motor position encoder error alarm due to unresponsive button. Unit had bleeding lcd glass, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label, missing end cap sticker and detached end cap.